Event description:
Pt undergoing right wrist scope using stryker endoscopy system. At the end of the procedure, the handpiece broke while the scope was still in the pt's wrist. The broken piece was recovered and removed by the surgeon.